Event description:
Healthcare professional reported that a tissue expander "would not hold fluids." The device was never implanted. It is unknown if a replacement device was used to complete surgery.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tissue expander "would not hold fluids."

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. A visual analysis of the returned device identified: crease flat, red particles outer device and white particles outer device. Leak test and microscopic analysis was performed which identified: device no leak. Based on the device analysis the final assessment is: there was no opening and leak was observed in the device.

Event description:
Healthcare professional reported that a tissue expander "would not hold fluids." The device was never implanted. It is unknown if a replacement device was used to complete surgery.